Event description:
It was reported that six weeks after placement of a protegen sling the pt experienced severe pain. Examination found that the sling hab broke through the vaginal wall. The sling was removed in 98. Several months later, the pt didn't feel well and the physician observed that the permanent sutures had also penetrated the vaginal wall. A second surgery was performed in 1999 to remove the sutures. No product was returned for eval.